Manufacturer narrative:
07-sep-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Toothbrush heads...will not stay on when the toothbrush is turned on - oral-b [device breakage] toothbrush heads are loose when put on toothbrush - oral-b [device connection issue] product counterfeit - oral-b [product counterfeit] case narrative: consumer via chat stated that the oral-b trizone toothbrush replacement heads were loose when put on the oral-b toothbrush and some would not stay on when the toothbrush was turned on. No injury was reported. 17-aug-2023 case update from information initially received on 26-jun-2023: the suspect product was oral-b power oral care refills deep sweep eb30. No injury was reported. 07-sep-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush heads...will not stay on when the toothbrush is turned on - oral-b [device breakage]. Toothbrush heads are loose when put on toothbrush - oral-b [device connection issue]. Case narrative: consumer via chat stated that the oral-b trizone toothbrush replacement heads were loose when put on the oral-b toothbrush and some would not stay on when the toothbrush was turned on. No injury was reported.